Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm2. The system was tested and verified as ready for use. Isi has requested the mtm2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: the customer converted after the start of the procedure due to mtml issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the master tool manipulator- left (mtml) was moving unexpectedly with non intuitive motion. The customer rebooted the system. No error was found related to the complaint in recent power cycle. The customer called back and stated that the error was consistent. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested that the customer swap the console with another system. The procedure was converted to another da vinci system and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 07-august-2022: the issue occurred during procedure. The procedure was converted to another da vinci system due to mtml issues. The system was inspected prior to use and there was no issue noted during system set up or port placement. There was no patient injury. The troubleshooting was performed with isi technical support but the issue was not resolved via troubleshooting.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation unable to be reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.